Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to the customer going to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 300 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.